Event description:
Sureform 60 stapler (intuitive robotic instrument) ref#480460-09 lot#10220928 was inserted into the robot and was not recognized. This one-time use robotic instrument will be sent back for reimbursement. FDA safety report ID #(B)(4).